Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-05047. It was reported that post a stenting treatment procedure, restenosis occurred. In 2009, the patient had an unknown size taxus liberte stent implanted in the atrioventricular branch. (B)(6) 2010, the patient experienced silent ischemia and restenosis of the mildly calcified atrioventricular branch. This was treated with predilation to 8atm, deployment of a 2.5x15mm promus stent, and post dilation and the patient was discharged the next day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).